Event description:
On (B)(6) 2014, one v burst episode (dated (B)(6) 2014 at 03:57) was selected and print button on the programmer (orchestra plus/sn: (B)(4)) screen was then clicked; however the title of printed episode was ¿mode switch¿ (dated (B)(6) 2014 at 20:49). An analysis about the inconsistency between the printed episode (egms) and its title is requested.

Event description:
On (B)(6) 2014, one v burst episode (dated (B)(6) 2014 at 03:57) was selected and print button on the programmer (orchestra plus/sn: (B)(4)) screen was then clicked; however, the title of printed episode was ¿mode switch¿ (dated (B)(6) 2014 at 20:49). An analysis about the inconsistency between the printed episode (egms) and its title is requested.